Event description:
It was reported to philips that the a patient died due to blood pressure monitor failure. The device was in use at time of event and patient died.

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The philips field service engineer (fse) was unable to confirm the event. The fse emailed the customer to gather additional information, but the customer refused further investigation. The cause of the event is unknown. The customer declined service. The device remained on site.